Event description:
The customer reported a false positive reaction with cell no.4 (donor no. (B)(6)) of biotestcell-i11 plus with the anti-m reagent of the competitor grifols. The customer announced to ship the complaint sample for investigational testing. In the meantime, our quality control laboratory tested cell no. 4 (donor (B)(6)) with seraclone anti-m, seraclone anti-n, seraclone anti-s and seraclone anti-s and confirmed the reaction pattern of the antigen table of donor 990015 regarding the mns system: nnss. We did not observe any positive reaction with seraclone anti-m. Additionally, cell no. 4 (donor (B)(6)) was tested with a polyclonal anti-m. Again, the reaction was clearly negative. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our fnal report on this incident.

Event description:
The customer reported a false positive reaction with cell no.4 (donor no. (B)(6)) of biotestcell-i11 plus with the anti-m reagent of the competitor grifols. The customer announced to ship the complaint sample for investigational testing. In the meantime, our quality control laboratory tested cell no. 4 (donor (B)(6)) with seraclone anti-m, seraclone anti-n, seraclone anti-s and seraclone anti-s and confirmed the reaction pattern of the antigen table of donor (B)(6) regarding the mns system: nnss. We did not observe any positive reaction with seraclone anti-m. Additionally, cell no. 4 (donor (B)(6)) was tested with a polyclonal anti-m. Again, the reaction was clearly negative. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. When we received the product sample returned by the customer, our quality control laboratory tested cell 4 (donor no. (B)(6)) with the blood grouping reagents seraclone anti-m, seraclone anti-n, seraclone anti-s and seraclone anti-s and confirmed the reaction pattern of the antigen table of donor (B)(6) regarding the mns system: nnss. We did not observe any positive reaction with seraclone anti-m. Additionally, cell 4 (donor no. (B)(6)) was tested with a polyclonal anti-m. Again, the reaction was clearly negative. Based on the investigation the complaint was classified as confirmed - epp (expected product performance). The complaint sample and the retention sample reacted as expected. Based on the information provided for the anti-m blood grouping reagent of grifols a sample of the donor of cell 4 (donor (B)(6)) was serologically tested for the henshaw antigen. The presence of this antigen was confirmed serologically. The presence of the henshaw (mns6) antigen in donor (B)(6) was the most probable explanation for the positive reaction at the customer with the grifols anti-m bood grouping reagent. The chapter "specific performance characteristics" of the instruction for use (IFU) of the monoclonal anti-m blood grouping reagent of grifols contained the appropriate note that " anti-m can recognize unspecifically some henschaw red blood cells (m-, he+ is an extremely rare phenotype)." An incorrect antigen table of the biotestcell-i11 plus with regard to the mns antigens of the donor (B)(6) could be clearly excluded.